Event description:
It was reported that shock impedance on this right ventricular lead was found to be high out of range on (B)(6) 2019. The patient's implantable device was reprogrammed to an alternate vector that had acceptable impedances. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).